Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous, severely calcified and 180 angulated right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.